Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device is only allowing monitoring of the spo2 and ECG separately, unable to monitor both simultaneously. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device is only allowing the monitoring of the spo2 and ECG separately, unable to monitor both simultaneously. The device was confirmed to have reached the end-of-life and end-of-support statuses. Therefore, no service or technical support was provided. The device is not expected to be returned for additional investigation as no replacement will be provided. Because the device reached the end-of-life and end-of-support statuses, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised the device reached the end-of-life and end-of-support statuses, it cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.